Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user was admitted to the ER for vomiting and a blood glucose (bg) of 42 mg/dl. Due to gi issues, the user struggled with low bg treatment, overtreating lows and missing meal announcements. After giving a sandwich instead of rapid-acting carbs, the user vomited. The user experienced nausea, abdominal pain, dizziness, and vomiting, leading to hospitalization. The user was given fluids, pain medication, and glucose while inpatient. The ilet remained in use, and the user was expected to continue managing lows with proper treatment.